Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgment from the balloon occurred. The target lesion was located in the severely calcified right coronary artery. The lesion was predilated with an unknown balloon catheter. The promus element plus everolimus-eluting platinum chromium coronary stent system was advanced to the target lesion. During pull back, the stent was stuck in the calcified area, and was dislodged. The stent delivery system was removed and an unknown balloon catheter was advanced to deploy the stent. The procedure was completed with a different device. No patient complications were reported and the patient status is ok.